Event description:
The manufacturer received an allegation of a flow sensor malfunction. No patient harm or injury were reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.